Event description:
Doctor reported: "due to mobilization, revision surgery of the cup was performed. At the same also the femoral head was replaced for geometrical prosthetic reason".

Manufacturer narrative:
Reported event: an event regarding malposition and loosening involving an abg ii shell was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the devices were not returned for evaluation -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: x-rays confirm radiolucent lines and osteolysis around a cup that has a low inclination of 36° and 35° anteversion anomaly with the acetabular bone plane. Even without impingement, an overload condition is created in the bearing section leading to abnormally high rotatory forces across the stem potentially leading to a variety of problems including cup loosening such as in this case. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the loosening was caused by cup malpositioning. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Doctor reported: "due to mobilization, revision surgery of the cup was performed. At the same also the femoral head was replaced for geometrical prosthetic reason".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.the subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.